Event description:
The pt ((B)(6)) received a dbs system which included two lead extensions from the same lot. It was reported the pt stopped feeling stimulation. Diagnostic testing identified high impedance values. The surgeon elected to proceed with the surgical intervention. During the procedure, it was identified that both lead extensions were broken. The lead extensions were explanted and replaced which resolved the reported issue. Effective stimulation was restored post-operatively.

Manufacturer narrative:
This device is not approved for sale in the united states, but is similar to a united states marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.